Event description:
Customer reported the alarm is not in working condition. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation found that the pre-recorded voice message does not play; only clicking sounds can be heard when weight is removed from the sensor pad. The unit's tone plays properly. The unit passed all other functional testing. There are cracks on the dust covers outside the battery compartment, the battery door is missing and there is battery leakage/corrosion inside the battery compartment. Based on the nature and multiple areas of damage, it is possible that physical trauma (dropping, bumping, etc) caused the damage to the voice recording. Due to the damage likely being caused by physical trauma by the customer and the device being more than 2 years old, no corrective or preventative are necessary at this time. Ongoing trend analysis will continue to be performed for this issue, and any trends or excursions above control limits will be assessed, documented and acted upon as warranted. (B)(4).